Event description:
Subsequent to the initial medwatch report additional information was received: during advancement of the xience v 3.0x23 stent system, the device could not be pulled back due to eccentric calcification. The balloon was inflated to 9 atmospheres for 20 seconds and at 16 atmospheres for 20 seconds due to stent waist, at which point the balloon ruptured.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found blood and contrast in the hub, inflation lumen, guide wire lumen, and loosely folded balloon. The blood in the balloon is consistent with blood entering through the ruptured balloon. The stent was deployed and not returned. This is all consistent with the reported information that the product was prepared for use, inserted in the body, advanced over a guide wire, and the stent was deployed. Physical resistance can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. Since it was reported that the 3.0 x 23 mm xience v stent was implanted in a bifurcation lesion that was 40 mm long, it should be noted that the xience v instructions for use(IFU)states: the xience v stent is contraindicated for patients with bifurcation coronary vessel disease. The xience v IFU also states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm. Additionally, the xience v IFU cautions: safety and effectiveness of the stent have not been established for subject populations with lesion lengths greater than 28 mm. Based on the reported information, the reported physical resistance appears to be related to the 75% stenosed, heavily calcified, mildly tortuous, bifurcation lesion that was 40 mm long. The heavily calcified lesion also likely contributed to the reported difficulty to remove, as it was reported that the 3.0 x 23 mm xience v sds could not be pulled back due to eccentric calcification. Factors that can contribute to difficulty deploying a stent can include, but are not limited to, patient anatomical morphology, lesion characteristics, patient disease state, pre-dilatation strategy, leaks/ruptures, balloon fold quality, stent damage, inflation technique, product size selection, and/or lesion size. Stent delivery systems are subjected to a 100% visual inspection. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as stent uniformity of expansion. In this case, it is possible that the 75% stenosed, heavily calcified, mildly tortuous, 40mm long bifurcation lesion contributed to the reported difficulty to deploy (stent waist), although this cannot be confirmed. Although a conclusive cause for the reported difficulty to deploy cannot be determined, there does not appear to be an indication of a product quality deficiency. Analysis also noted a radial rupture on the distal balloon shoulder (for a length of 2/3 of the circumference of the balloon), confirming the reported balloon rupture. There were no scratches noted. The scanning electron microscopy (sem) analysis determined that the balloon rupture may possibly be related to exposure conditions or a material/processing discrepancy. The sem analysis noted that the balloon failure initiated along the distal taper at a region of wall thinning and that a radial band was present on both sides of the rupture. Radial lines/bands on the balloon working length are common and are related to the balloon material being pressed over the distal and proximal markers, per design. Factors that can contribute to balloon rupture include, but are not limited to: balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, or lesion tortuosity. All stent delivery systems (sds) are 100% leak tested during manufacturing. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). During use of the product, there can be interaction with the anatomy and/or accessory devices, which may damage or weaken the balloon material and possibly lead to balloon rupture during inflation. Additionally, there was no report of any leaks in the product during preparation for use. The balloon ruptured at the rbp of 16 atmosphere upon the second inflation and the mildly tortuous lesion was reportedly 75% stenosed and heavily calcified, which may have contributed to the reported balloon rupture; however, a conclusive cause for the radial balloon rupture cannot be determined. In this case, the reported physical resistance and difficulty removing the xience v sds from the vessel appear to be related to the operational context of the product. Although a conclusive cause cannot be determined for the reported difficulty to deploy and balloon rupture, there does not appear to be an indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: hiryu 2.75x10, nc sprinter 3.0x12, lacross 2.0x15, lapis blue 3.0x10. Guide wire: runthrough. Guide cath: bright tip xblad3.5. Stent: xience v 3.0x12, xience v 3.0x28. The device was received. Investigation is not yet complete.

Event description:
It was reported that the target lesions were in the left anterior descending artery (lad) and the left circumflex artery (lcx). A xience v stent 3.0x23 was implanted in the lcx. A xience v 3.0x28 was implanted in the lad and a xience v 3.0x12 was implanted in the lad. During deployment of the xience v 3.0x23 stent, the balloon was inflated to 9 atmospheres for 20 seconds and at 16 atmospheres for 20 seconds, at which point the balloon ruptured. The stent was deployed successfully. There was no significant delay in the procedure and there was no adverse patient effect. Though requested, no additional information was provided.